Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to a syncopal event. It was noted that the right ventricular (rv) lead had an occasional drop out beat post detection, which did not appear to affect or delay therapy. The rv lead remains in use. No further patient complications have been reported as a result of this event.